Manufacturer narrative:
This report is submitted on november 10, 2021.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth around the abutment site. The patient was placed under mac anesthesia and underwent an abutment removal and skin revision procedure to remove the excess skin on (B)(6) 2021. Subsequently, the patient was treated with oral antibiotics (date and duration not reported).